Manufacturer narrative:
(B)(4). Device evaluated by MFR.: only a coil was returned for evaluation. The delivery wire was not returned. Visual inspection was done and revealed the interlocking arm detached and missing from the rest of the coil. Also, the coil was stretched in the area where the interlocking arm is supposed to be. Microscopic examination observed the surface of the main coil zap tip was smooth; however, the interlocking arm was missing. Dimensional inspection of the coil was noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush were used during procedure. (B)(4).

Event description:
Reportable based on device analysis completed on 21jul2017. It was reported that the coil detached inside the catheter. The target lesion was located in the mildly tortuous and moderately calcified internal iliac artery. A 10mmx40cm interlock¿- .035 was selected for use. During the procedure, it was noted that the delivery wire and the coil prematurely detached inside a non bsc angiographic catheter. The coil was removed from the patient's body contained inside the angiographic catheter and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed the interlocking arm of the main coil missing.